Event description:
It was reported that during an iliac artery angioplasty, the balloon catheter would not pass through a 5fr introducer sheath. The introducer sheath was removed and replaced with a 6fr introducer, using the same balloon catheter to complete the procedure successfuly without further complications being reported.